Manufacturer narrative:
The customer did not supply patient's weight. There is no evidence that the access toxo igg reagent was returned for evaluation. A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site in response to this event. Beckman coulter internal identifier is (B)(6). All mdrs associated with this event are: 2122870-2016-00497, 2122870-2016-00498, 2122870-2016-00501. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported obtaining elevated toxoplasma gondii igg (access toxo igg) results for three (3) patients involving the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)). For patient 1, the initial access toxo igg result recovered equivocal (grey zone) on (B)(6) 2016 and was discordant with the patient's clinical file and with one (1) alternate device, the vidas manufactured by (B)(4), which produced a discordant non-reactive result. The customer reanalyzed the patient's sample one (1) additional time on (B)(6) 2016 on the same laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)) and obtained one (1) non-reactive result. For patient 2, the initial access toxo igg result recovered reactive on (B)(6) 2016. The customer reanalyzed the patient's sample two (2) additional times on (B)(6) 2016 the same laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)) and obtained two (2) reactive results. These reactive results were discordant with the patient's clinical file and with one (1) alternate device, the vidas manufactured by (B)(4), which produced a discordant non-reactive result. For patient 3, the initial access toxo igg result recovered reactive on (B)(6) 2016 and was discordant with the patient's clinical file and with one (1) alternate device, the vidas manufactured by (B)(4), which produced a discordant non-reactive result. The customer reanalyzed the patient's sample one (1) additional time on (B)(6) 2016 on the same laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)) and obtained one (1) non-reactive result. This MDR addresses the results obtained on the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)) for patient 2. MDR 2122870-2016-00497 addresses the result obtained on the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)) for patient 3. MDR 2122870-2016-00501 addresses the result obtained on the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)) for patient 1. Calibrations, quality controls and system checks were performing within assay and instrument specifications. No hardware errors, flags or other assay issues were reported in conjunction with this event. The patient's sample was collected in a serum tube and was centrifuged at 2,000g (g-force) for ten (10) minutes at twenty (20) degrees celsius. No issues with sample integrity were reported by the customer.